Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device therapy board had failed . There was no reported patient involvement.

Manufacturer narrative:
One processor pca was returned for failure analysis. The reported problem was verified during lab tests. Capacitor c71 was found to be leaky with this processor board.